Event description:
It was reported that approximately one month after implant of the implantable pulse generator (ipg), the patient developed a wound infection at the incision site. It was also noted that the right ventricular (rv) had high thresholds. A chest x-ray showed the lead to be in good position. The device and lead were explanted and patient was monitored in the hospital until the infection resolved. A new pacing system was implanted a month later. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).